Manufacturer narrative:
Siemens has completed the investigation. Based on review of the instrument log file, the root cause of the suspected low na+ results was likely due to prior exposures to a sodium sensor interferent. The sodium sensor experienced exposure by a na+ sensor interfering substance as indicated by a review of the na+ sensor reagent response curve, recall events and summary report of the system. The pattern seen is characteristic of an exposure to quaternary ammonium compound materials (qac) which are known to interfere with the na+ sensor.

Manufacturer narrative:
Preliminary investigation into the rp500e event logs shows several exposures to sodium interferents. Further investigation underway.

Event description:
The customer has reported their rp500e is reporting discrepant sodium results when compared to testing new samples on a non-siemens lab instrument. There is no report of injury due to this event.